Event description:
It was reported that multiple of the same malfunction alarms. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. There was no adverse impact to the customer¿s blood glucose level.